Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support guidewire fractured. Tht pt was asymptomatic during this event. The lesion being treated was a midly calcified, 98% stenotic lesion in a very tortuous right coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access and a 6f mach1 guide catheter to cross the lesion. While performing the angioplasty, distal shaft of the wire broke 20 cm from the tip. When the physician removed the balloon, the broken portion of the wire came out with it. A forte guidewire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine.'